Event description:
It was reported that the patient presented in clinic. Upon review, the pacemaker was found in backup mode and restored successfully. The patient presented in clinic for follow up at a later date and the pacemaker was found in backup mode once again. The device was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation. Device was returned due to being in backup mode. The backup condition of the device was verified when received. Product code was downloaded, and analysis was performed. The device went into backup again while testing and product code was unable to be loaded. Analysis on the device image indicated the cause of the backup mode was consistent with a component failure. The reset could not be reproduced. Assessment of total projected longevity was performed, and device was found to have appropriate longevity left.